Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that when the pump was rebooted, the pump was emitting call service 054 alarms even with consecutive reboots. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump black box showed evidence of call service 054 alarms. The pump powered on appropriately and was exercised for 24 hours without any alarms or issues duplicated. The pump was opened for investigation and no moisture or damage was found to the internal circuits. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.